Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor electrode was missing. Customer¿s blood glucose was unknown. The customer reported that they had two sensors, first one electrode was bent and second one was not having an electrode at all. The troubleshooting was not performed. The sensor will not be returned for analysis.